Manufacturer narrative:
Not in manufacturing mode. Unit passed displacement test and self-test. No pump errors noted, no bolus anomaly noted or insulin pump restart noted during testing. Unit functioning properly during testing. Unit was received with minor scratched lcd window, scratched case and cracked retainer.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed with a motor communication error and critical block error. The patient's blood glucose at the time of incident is unknown. During troubleshooting the customer was advised to rewind the insulin pump. The caller was also advised to perform a bolus and the amount successfully recorded in the daily history. The insulin pump will not be returned for analysis.